Event description:
It was reported that albumin and catecholamine leakage was noted from an oximetry catheter during use. The catheter was inserted from right internal jugular vein for off pump coronary artery bypass, opcab. In the ICU after the surgery, prolonged hypotension was noted although no issue was observed with hemostasis and cardiac function. Approximately 24 hours after the surgery, leakage was noted from the insertion site when albumin was injected from the proximal lumen hub. The customer suspected that the proximal port and medial port were outside of the blood vessel, and albumin from the proximal port and catecholamine from the medial port had been leaking into the subcutaneous space. No leakage issue was observed with the distal port. After inserting a new catheter from left internal jugular vein with a new puncture, the leakage issue was resolved. The patient condition is recovered without any issue. No additional treatment, such as new medication, was required due to leakage. Patient demographic information was requested but unavailable. The user commented that leakage occurred since the catheter was secured at 10cm to 11cm and the angle of puncture was probably not deep enough for the smaller physique patient. The customer stated that there was no device malfunction against this catheter. The device was discarded at the hospital. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. The lot number was not provided thus a device history record was not reviewed. The instructions for use states, if there is any doubt that the catheter tip may not be intravascular, further steps should be taken to identify the exact location of the catheter tip. Insertion depths will vary according to the insertion site and the size of the patient. It is recommended in the instructions for use to confirm catheter placement, including continuous pressure monitoring, with fluoroscopy, if desired, and a chest xray after insertion. Additionally, the IFU includes warnings related to potential complications including vessel perforation, pneumothorax and hemomediastinum amongst others. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate the root cause is likely related to device handling, patient anatomy, or other procedural factors. The IFU has been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed through trending on a monthly basis and continue to be monitored for any unfavorable trends and documented as part of this monthly review. No corrective or preventative actions are required at this time.